Event description:
It was reported to philips that the system failed to produce x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and found that the door of the x-ray system could not be locked. Rse attempted to lock the door by restarting the system, but the issue persisted. Upon further troubleshooting, rse found that the door lock configuration had not been set up correctly. The door open contact is an option on allura and azurion systems. It is used to signal that door to examination room is open, with door open x-ray cannot be started. To resolve the issue, rse reconfigured the door connect for the x-ray system. After that system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.